Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent an internal hand fixation procedure on an unknown date. During the procedure, the screw driver failed to engage with the screw. The screw fell off of the driver and into the patient. The screw was removed and the patient did not retain any foreign bodies.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-05230.